Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, calibra received an anonymous survey which indicated that the patch had clogged or had stopped delivering insulin. No additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.